Event description:
It was reported that during a diverticulosis procedure, the stapler did not close adequately. On the first firing, the line of staplers went out, and did not close. Also, it seemed that the stapler did not do a correct compression. Since the stapler did not work, the surgeon continued manually to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.